Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the piece around the reservoir was chipped off also and there was cracks around the battery compartment . The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.